Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow up, unrelated to the device. Upon interrogation the pulse generator exhibited oversensing. The patient was being followed at another facility and further trouble shooting or changes would not be made at this time. No additional information was available.